Event description:
A remstar pro c-flex+ device was returned to a third-party service center for investigation with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found to have a burnt unit and no power. The device was scrapped by the service center after the evaluation was completed. The investigation has not yet been completed, so a final report will be sent once it is concluded.